Event description:
There was no patient harm involved. During the powerglide insertion, my orientee checked to make sure the wire was present prior to insertion. After she inserted the catheter and deployed the wire, she removed the needle and the safety was engaged. When I collected the powerglide to dispose into the sharp's container, I noticed that the wire was missing. Upon further inspection, the wire was found internally at the bottom of the device. Device has been saved for further investigation. Hypertension, hyperlipidemia, diabetes mellitus, hypothyroidism, chronic pancreatitis as well as chronic abdominal pain due to complex abdominal history including splenectomy, cholecystectomy, pancreaticectomy, c-sections as well as hysterectomy.